Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The unused needles were received and evaluated. Visually the devices presented no anomalies. The needles were loaded into an eiii suture passer and test fired for approximately 15 times each. The needle presented no anomalies and the plastic handles that facilitate loading and unloading of the needles remained intact. The plastic handles were placed at the intended location as per the print. The complaint devices are unavailable for evaluation as they were discarded at the facility. This failure cannot be confirmed or a root cause cannot be determined based on the returned needles, as they are in good working condition. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Based on the complaint rate for this failure mode, we believe this to be an anomaly. At this time, no further actions are warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during a rotator cuff repair that the plastic portion of the needle broke at the back end when test firing it. This happened three times, no piece fell off and it happened all outside of the shoulder cavity. The surgeon completed the procedure with a fourth needle of a different lot number. The sales representative reported that there were no patient consequences or delay. The sales representative reported that they used the expressew iii gun and that when test firing no suture is used. The customer already discarded the devices. The sales representative was not present. No further information was available. Please see also medwatch reports 1221934-2018-51637 and 1221934-2018-51638.